Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that sparks were observed near the wake button on the pump. There was no adverse impact to the customer or their blood glucose level. Tandem customer technical support followed up with the customer to verify that pump was functioning as intended, and customer verified that no further sparks or issues had occurred. Customer continued to use the pump for insulin therapy.